Manufacturer narrative:
Manufacturer's root cause determination concluded user-error; failure to verify proper placement of the fiber lock prior to the procedure. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
A successful laser ablation procedure was performed on (B)(6), 2011. On (B)(6), 2011, the patient returned to physician's office for a follow-up ultrasound. The physician found a 10cm segment of sheath in the patient's leg which required intervention for removal. The patient is reported as doing well.